Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) nitroglycerin sets with duo-vent spikes separated from their luer access devices; further described as ¿it broke where the tubing segment attached to the luer access device¿. The sets came apart when the customer opened the set package to test the set and lightly tugged it. This was identified prior to use. There was no patient involvement. No additional information is available..